Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Death, perforation and peritonitis are listed in the dfu for this product as potential adverse events associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the ascending colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was palliative treatment. The stricture was reported to be approximately 9 cm in size. The patient's anatomy was reported to be tortuous. On (B)(6) 2013, a wallflex enteral colonic stent was implanted within the ascending colon. No issues were reported during the initial stent placement. The patient received chemotherapy (avastin) post stent placement. The patient had a sense of abdominal distention, a CT scan was performed on (B)(6) 2013 and a perforation was confirmed. Subsequently, the patient developed peritonitis. Treatment was not admistered for the perforation or the peritonitis. On (B)(6) 2013 the patient passed away due to perforative peritonitis. In the physician's assessment, although the perforation location could not identified, the physician thinks that the stent edge might have caused perforation.